Event description:
Healthcare professional reported right side ruptured breast implant and infection. The device remains implanted.

Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and deflation.

Event description:
Healthcare professional reported right side ruptured breast implant and infection. The device remains implanted.

Event description:
Healthcare professional reported right side ruptured breast implant and infection. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, an opening and was curved on the posterior. Leak test and microscopic analysis was performed which identified an opening, a smooth crease on the posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result determined there was no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.